Event description:
The reporter stated that during a spinal surgery procedure, using the manta ray anterior cervical plate, the surgeon had problems with the spring arm (that retains the screw in the plate) locking over the head of the screw.

Manufacturer narrative:
As a result of integra's 2 year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. Theken's investigation determined that this reported malfunction could not be confirmed. The distributor of the product reported that this was not a product complaint, and it was assumed that there was miscommunication regarding the alleged event. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.